Event description:
A pt reported pt's fasttake meter was reading inaccurately high while pt was feeling low. In 2001 afternoon, pt had a blood glucose reading "in the 100s" on ft meter. Pt took insulin based on meter reading and ate dinner. Pt re-tested and obtained a high (unknown) reading on ft meter. Pt felt funny and pt's chest was not feeling normal, so pt went to hosp. At the ER, pt had a blood glucose reading of 45mg/dl on hosp meter and 245mg/dl on ft meter simultaneously. Pt was admitted to decision room to monitor blood sugar and heart. No further info is available. No allegations of harm have been made.